Event description:
It was reported that during an unknown procedure, the first scalpel`s titanium tip was broken during the procedure. The broken part did not fall into the patient. So the surgeon changed to use the second one, but the clamp arm of it could not be closed. At last, the surgeon used the third one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the device (a) was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade the device b was returned in good visual condition. The device was tested with a generator and no error code was noted. However, no further functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. No conclusion could be reached as to what caused the damaged rotation knob pin hole. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.